Event description:
The reporter stated that the surgeon was inserting a three piece collamer lens and the lens tore. The surgeon enlarged the incision to remove the lens and replaced with another model lens and suture was used to close incision. The reporter stated that the lens tore during loading.

Manufacturer narrative:
Evaluation code: results - a visual inspection of the returned product shows a portion of the optic and a haptic is torn off and missing. There is clear surgical residue on the lens. It should be noted that the injector and cartridge were not returned for evaluation.